Event description:
It was reported that the user experienced a scan error whenever attempting to scan a new freestyle libre 3 plus sensor with the ilet app, consistent with intermittent communication failure and involving device components related to electrical/magnetic function and the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices in the context of intermittent communication failure, with relevance to electrical/magnetic function and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.